Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, when the insulin gauge displayed a fill estimate of 6 units, the cartridge withdrew approximately 65 units of insulin from the cartridge. There was no reported impact to the customer's blood glucose level. A new cartridge was loaded successfully and the insulin gauge displayed an accurate fill estimate.